Manufacturer narrative:
During the inspection of the returned asset device, another malfunction found was a bad scope socket; it did not hold scope connector properly. In addition, the top cover and front panel needed to be replaced due to poor appearance. The software needed to be upgraded from 3.01 to 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, the evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that due to a faulty printed circuit board, the digital visual interface (dvi) output 1 was not working; it had no signal. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
Corrected data: e2, e3, & h6 (type of investigation code ¿10¿) were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.